Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported st elevation, air embolism, and air leak could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, st elevation was noted on insertion of the volt catheter into the agilis sheath. A bubble was noted on ice imagining while inserting the volt catheter into the patient and st elevation was noted as a result. It was noted that they could not tell whether or not the bubble was from the agilis sheath. The table was tilted so that the patient's feet were higher than their head and the volt catheter was pulled out from the patient and re-prepped. The sheath was also flushed while the st elevation occurred. The st elevation lasted for about 5 minutes and then resolved. The volt catheter was reinserted into the patient after the st elevation resolved. The procedure was completed with no additional adverse patient health consequences.